Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 250-300mg/dl fasting. Verified the strips expired 3/31/2018. Customer confirms the strips have been properly stored and were first opened 12/27/2015. Customer performed a back to back blood test and obtained 301mg/dl and 102mg/dl reviewed meter memory (B)(6). Memory concerns:49, 86, 358, 338, 86. At that point, customer used her daughter's meter and obtained a result of 248mg/dl, which is much closer to her normal range of 250-300mg/dl. Customer states time in last 5 results are not exact, but states all tests were run within 5 minutes of eachother.